Manufacturer narrative:
A review of the info available was performed by the post market surveillance department as obtained from the cycler data. A large intra-peritoneal drain 3 volume occurred with an undetermined cause. There was no adverse event associated w/this reported large drain volume. The actual device was returned to the MFR for physical evaluation. And determined to be functioning according to product specifications. A visual inspection of the exterior showed no sign of any physical damage. The simulated treatment was performed & completed w/out any alarms occurring. The valve actuation test, system air leak test, and the pressure sensor verification check passed. The load cell value & verification were within tolerance. The simulated treatment was performed and completed w/out any failures or problems. The cycler weighed fill volume values were w/in tolerance. There were no discrepancies encountered in the internal inspection of the cycler. There were no device malfunctions that would have caused the reported event. A device MFR g record review was also conducted and confirmed there were no deviations or non-conformances during the MFR process. Product labeling, material, and process controls were w/in specifications.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support regarding drain complication alarms and requested a replacement cycler. During the review of the patient's treatment data downloaded from the cycler, it was determined that a large drain 3 had occurred. Treatment data: drain 0: 2720ml, fill 1: 2305ml; drain 1: 1800ml, fill 2: 1795 ml; drain 2: 1801 ml, fill 3: 1795ml drain 3: 4146ml, fill 4: 2305 ml; no last drain. Upon follow up w/the patient's pd nurse, she stated that she was aware of the patient's drain issues and the requested for a replacement cycler. The drain issue is related to position rather than anything else. She recently recovered from an episode of peritonitis (previously filed), and there are no issues w/fibrin or infection. This patient is on a tidal therapy. The patient remained asymptomatic during this event. There was no serious injury. The patient continues w/the ccpd program. The reported drain volume of 4146 ml was 181% over the expected drain volume which resulted in a reportable device malfunction.